Event description:
The customer states that the axsym processing center cover does not remain upright and has fallen and hit their head a few times. The customer states that no medical attention was sought. No serious injury was reported.